Event description:
Surgeon doing procedure in operating room. A piece of the operating room light broke off and landed on the sterile field. Multiple broken yoke covers on multiple light heads in operating room.